Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10, h11. Corrected fields: b5, d5, e1(initial reporter, event site address, event site email), g3. A getinge authorized distributor¿s field service engineer (fse) evaluated the iabp unit and was able to duplicate the reported issue. To fix the issue, the fse replaced the power supply, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a test performed by the customer, the c300 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a service/test the c300 intra-aortic balloon pump (iabp) can not turn on. There was no patient involved and no adverse event was reported.